Manufacturer narrative:
This report pertains to one event that occurred with the use of the product described in this report connected to the product described in manufacturer report # 3008007615-2010-004.

Event description:
The woman came to a clinic to terminate her pregnancy. She was at (B) (6) gestation upon examination. During the procedure, severe bleeding started. A 10 iu oxytocin given and fluid replacement was done with a pint of ringer lactate. Bleeding stopped, then started again. In the recovery room she was given 10 iu oxytocin, and fluid replacement was done with 1 pint of haemaccel. She was then taken to a referral hospital 15 minutes away. She died within 20 minutes in the referral hospital.